Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8. We made a visual inspection of the instrument. Here we found unknown residues and dislocation. Additionally we found two broken off ending. Furthermore we made a visual inspection of the fracture surface. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a material defect or production error can be excluded. No pores or inclusions could be found on the point of rupture. There is the possibility for a fatigue fracture through overload as the causal factor. There is also the possibility for pre-damage or similar due to previous surgeries since the last approximately 8 years by overstraining. No CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: ((B)(6). During a knee replacement the surgeon was using a nq394r, the surgeon noticed that part of the device broke off. The surgeon was able to find only one piece of metal, but could not find the other metal piece.